Event description:
It was reported that there was a coma of unknown origin. The patient was found comatose in her house without a response to pain stimulus but in a cardio-respiratory stable condition. The patient was awake after application of benzodiazepines. Hospitalization was required. It was noted that this was a pre-existing or underlying disease and was probable or certain to be related to surgery. The outcome was resolved completely.

Manufacturer narrative:
(B)(4).